Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user sought assistance with performing a factory reset of the ilet after an endocrinology visit and disclosed prior use issues, including announcing incorrect meal sizes while using a dexcom g7. Symptoms included no reported adverse events and no impact to blood glucose. Outcomes included no alerts or alarms, no injury, and no medical intervention or hospitalization. Investigation included customer care troubleshooting and education with guided factory reset steps. Investigation of this case revealed user-related use error regarding meal announcements and successful completion of reset with plans to monitor, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to therapy management and use practices.